Manufacturer narrative:
Clarification on dates was requested and received.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the patient experienced a wound dehiscence. It is reported the original plate that was implanted in the patient was believed to be too thick for the patient's anatomy. It is reported the surgeon removed the plate and screws and implanted the patient with another plate.